Event description:
A low readings issue was reported with the adc device. A caller reported receiving an unspecified low sensor scan when compared to an hcp meter. The customer experienced a symptom of dizziness and had contact with a healthcare professional who administered insulin (type/dose unknown) as treatment. It was further reported that a glucose reading of 101 mg/dl was obtained on the hcp meter however, it is unknown when the reading was obtained in relation to the reported treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section is the date reported as " middle of march." All pertinent information available to abbott diabetes care has been submitted.